Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) was diagnosed with endocarditis. Twelve days prior to the receipt of this report, the pt was hospitalized for another indication. During hospitalization and while the pt was undergoing testing for the event, endocarditis was found (date unspecified). On an unreported date (during hospitalization) the pt underwent open heart surgery as treatment for the endocarditis. The cause of the endocarditis is unknown. At the time of this report, the pt remained hospitalized. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.